Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced an error e110 during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective light-emitting diode, the front panel button does not feel pressed, failure of the board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the light-emitting diode (led) caused the event with error code e110. Olympus will continue to monitor field performance for this device.